Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the patient has a history of syncope. It was noted that the sudden brady response (sbr) feature is programmed on in the device and the patient reports feeling a flutter sensation. The patient was asked to keep a log of their symptoms. Upon review, the sbr events did not correlate with the patient's symptoms of fluttering. The patient will discuss medication changes with his physician in an attempt to control his symptoms. The cause of the previous history of syncope remains unknown.